Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and navistar® rmt thermocool® electrophysiology catheter; patient experienced a drop in blood pressure and a pericardial effusion was noted. The patient¿s medical history is unknown. The procedure was began with stereotaxis system and navistar thermocool and then switch using thermocool sf. A pericardiocentesis and transfusion were performed after the pericardial effusion was noticed. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate as lot # 16063635l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). Product: carto® 3 system, us catalog # fg540000, serial # (B)(4). (B)(4).